Manufacturer narrative:
Additional patient identifier: (B)(6). The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, when putting a titanium trochanteric fixation nail (tfn) nail, the canal was two types so the doctor begin to back the nail out when the impact stryker became stuck inside the aiming arm which eventually broke off. The case was completed successfully with very minimal delay. Patient status is unknown. This report is for one (1) hybrid insertion handle. This is report 2 of 2 for complaint (B)(4).

Event description:
The drive cap broke inside of the insertion handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part # 03.037.011-us. Lot # 9300130. Manufacturing site: hagendorf. Release to warehouse date: january 27, 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the insert-handle hybrid (p/n: 03.037.011 , lot number: 9300130) was received at us customer quality (cq). Visual inspection of the complaint device showed no damage or defects. Functional test: a functional assessment was performed on the complaint device and the returned mating device. The complaint device had trouble assembling with the mating device due to damage on the mating device. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage on the mating device. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the damage from the mating device prevented the two devices from assembling correctly. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name and address. H4.